Manufacturer narrative:
(B)(4). Device not returning. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling. Returned, unused, sterile, representative starclose se devices were successfully tested and no malfunction was noted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a starclose se device. Reportedly, the starclose se system failed to work. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the starclose se device. No additional information was provided.